Event description:
It was reported that a patient received a da vinci-assisted procedure (unspecified) to remove a malignant tumor. The procedure was completed without issue, but after the procedure it was observed that the surgeon had operated too close to the surrounding tissue and did not successfully remove all of the cancerous tissue. The patient received a secondary da vinci-assisted procedure to remove the cancerous tissue. After the second procedure, the patient developed compartment syndrome which reportedly required the patient to use a walking aid.

Manufacturer narrative:
There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. No specific information regarding the procedure date was provided and the site this procedure took place at is unknown; therefore, no da vinci system or accessories log files are available.